Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed no delivery and it had an empty reservoir. The customer stated that the device did not alert her when her reservoir has about 20 units. Ran a displacement test and the insulin pump failed the test. No further info was provided.